Event description:
The patient was wearing the pod on the abdomen for less than 24 hours when medical attention was sought on (B)(6) 2026. The patient reported experiencing elevated blood glucose levels for more than four to five hours, with continuous glucose monitoring displaying ¿hi,¿ indicating values exceeding the measurable range (>500 mg/dl). The patient sought treatment at an emergency room and reported remaining there for the duration of the day. Treatment included intravenous administration of normal saline and replacement of the pod. The patient reported no alarms or error messages associated with the pod during the event and reported waiting for glucose levels to decrease prior to replacing the pod. The patient did not recall whether redness, swelling, or insulin leakage at the infusion site occurred. Additional details regarding the healthcare encounter, including discharge date, are unavailable as this information was not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918u1ues7ezci. Hardware: sm-s918u1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
B3 date of the event was updated.